Event description:
It was stated that the devices were having leak issues. They went through 6 last week and had 6 additional circuits this week. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event; unknown, various dates for event. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.